Manufacturer narrative:
Device passed displacement test and self test. No unexpected pump error 68, 49 or 23 alarms noted during testing. Pump error 53 was present in the device trace download, problem isolated to electronic board stack.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump alarm. Customer's blood glucose value was 281 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states that they run the self test was not ok. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.